Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt developed a cholesteatoma in her implanted ear. The pt's device was explanted in 2007. A new device was reimplanted about 6 months later. The date of event and explant date are estimates.